Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. UDI: (B)(4).

Event description:
This complaint is MDR reportable. It was reported that while using a bd phaseal¿ injector luer lock n35, the product loosened and then leaked. There was no report of injury or medical intervention.